Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that the autopulse platform displayed a user advisory message upon power up. The fault appeared during a shift check. Add'l details were requested by MFR; however, none have been obtained. There was no pt involvement.